Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. A definitive root cause was not identified nor the type of material, however based on the results of the investigation, the probable cause of the "foreign material adhered in air/water-channel and cylinder" malfunctions would likely be related to the reprocessing could not be conducted properly due to leakage at biopsy channel. The event can be prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: grip has a scratch, switch box has a scratch, air water cylinder has no color, suction cylinder has no color, due to deformation of electrical connector guide pin, water tightness is lost, label on scope connector is peeled, due to a pinhole on channel tube water tightness is lost, due to a scratch on plastic distal end cover insulation resistance value at distal end does not meet the standard value, image guide protector has a cut, adhesive on bending section cover has a crack, connecting tube has a wrinkle universal cord has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis exera ii gastrointestinal videoscope exhibited air water cylinder and the air water tube have foreign objects. There were no reports of patient involvement.